Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level; cause was not known. Bg value was not provided. Additionally, it was reported that the customer was experiencing issues with the pump. Customer declined troubleshooting with tandem technical support and declined to provide further information. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.